Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found activated with stuck guidewire, and with partially deployed, and fractured stent, so that the distal stent end was missing. Inside the grip a force transmitting wire was found broken which made a complete deployment impossible. The investigation leads to confirmed result for partial deployment, break of a force transmitting component, and stent fracture upon removal. The vessel was heavily calcified and tortuous, the lesion was pre dilated, and a 0.035" guidewire was used for access. Stent fracture was considered a cascading issue related to withdrawal of the partially deployed system. Stuck guidewire was considered a consequence of high release force/ handling leading to lumen deformation. Based on the investigation of the provided information, the investigation is closed as confirmed for partial stent deployment, and stent fracture upon removal. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' In regards to accessories the instructions for use state: 'gain femoral access utilizing a 6 fr (2 mm) or larger introducer sheath.', and 'during stent deployment, use the 0.035" guidewire (recommended) for more support . The instructions for use closely describes holding and handling of the system throughout deployment; in particular the instructions for use state: 'gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.' The instructions for use further state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' And 'if resistance is met while retracting the delivery system over a guidewire remove the delivery system and guidewire together.' H10: d4 (expiry date: 04/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure of a highly calcified target lesion in the superficial femoral artery via a contralateral approach, there was strong resistance felt upon advancing and the stent allegedly failed to deploy about 40mm. Upon retracting the catheter and the stent as one unit, they got stuck at the calcified lesion and the stent allegedly broke deploying about 80mm. The detached segment was removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023). Device pending return.

Event description:
It was reported that during a stent placement procedure of a highly calcified target lesion in the superficial femoral artery via a contralateral approach, there was strong resistance felt upon advancing and the stent allegedly failed to deploy about 40mm. Upon retracting the catheter and the stent as one unit, they got stuck at the calcified lesion and the stent allegedly broke deploying about 80mm. The detached segment was removed from the patient's body. There was no reported patient injury.